Event description:
It was reported that the atrial and ventricular leads had a noise problem. It was indicated, the noise on both leads was reproducible via arm positioning and pocket manipulation. It was noted, the leads impedance trends as well as capture and sensing are stable. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.